Manufacturer narrative:
The product was not returned for analysis. Additional information: the file states the use of company cartridge and company viscoelastic, which are not qualified to be used with the associated company lens model. Photo review: the returned picture shows implanted iol. There appears to be dark marks/lines present on the iol. The exact location of the lines cannot be confirmed. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the surgeon states the use of non-qualified viscoelastic and cartridge combination. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the lens presented with scratches. The patient is experiencing blurry vision and shadows. Additional information has been requested.